Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was oversensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Three hundred thirty two (332) ventricular sic are recorded beginning (B)(6) 2013. There are three ventricular fibrillation (vf) and 15 non sustained tachycardia events of less than 120 ms v-v cycle recorded between (B)(6) 2013 and (B)(6) 2014. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.